Event description:
A review of images 6-months post-implant found that the bifurcate was placed just below the renal arteries in the angulated neck. The ipsilateral limb and extension were positioned within the left common iliac; the ipsilateral limbs are angulated 75 degrees l-r relative to the aortic body/neck. The origin of the contralateral limb (at the gate) is acutely angulated posteriorly 40 degrees and laterally (right) approximately 65 degrees within the sac, and is positioned within the right common iliac. Just below the gate just prior to where the limb flared out, there is a small area (slug) of thrombus seen within the contra limb; the limb is patent in the distal limb. The right external and femoral arteries are calcified, but are patent. The ipsilateral left limb is patent. Images 3-years post-implant showed that the bifurcate was placed just below the renal arteries in the angulated neck. The ipsilateral limb and extension were positioned within the left common iliac; the ipsilateral limbs are angulated 75 degrees l-r relative to the aortic body/neck. The origin of the contralateral limb (at the gate) is acutely angulated (possibly kinked). The contra limb ID at the gate is approximately 11mm. The contralateral limb is angulated posteriorly and laterally (right) approximately 75 degrees within the sac (increased from earlier study), and is positioned within the right common iliac. The earlier seen slug of thrombus is absent, however, increased amounts of thrombus is seen distally within the ID of the distal contra limb. There is also thrombus seen distal to the stent graft within the aneurysmal right common iliac, and the right external/femoral iliac appears partially occluded. The ipsilateral left limb is patent. The cause of the stent graft thrombus may be related to the angulated contralateral limb, likely due to morphology changes, or a patient condition and calcified vessels. This may have also contributed to the thrombus seen within the right femoral artery.

Manufacturer narrative:
Methods: films.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 90 mm abdominal aortic aneurysm. It was reported that the discharge CT revealed a minor kink in the right contralateral limb of the stent graft. A follow-up CT done approximately 6 months post implant revealed non-occlusive thrombus in the proximal right graft limb. Approximately 3 years post-implant the right limb of the stent graft was found to be stenosed. The patient was also diagnosed with right common femoral artery stenosis, resulting in right leg pain and claudication. The physician performed a thrombectomy, common femoral endarterectomy, profundoplasty with vein patch angioplasty, and subsequent relining of the right limb. The physician assessed this event to be related to the device but not the procedure. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: stenosis, occlusion, claudication. Insufficient information; cause is unknown. Conclusions: stenosis, occlusion, claudication. Insufficient information; cause is unknown.

Event description:
Additional information was received. It was reported that thrombus was observed on a follow up CT scan. The location of the thrombus is unknown. A right femoral and iliac embolectomy was performed however, the event was unresolved. The investigator assessed the event as not procedure but device related.